Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy procedure in (B)(6) 2014 and mesh was implanted. The patient reported urinary tract infections. A cystoscopy was done and a stone was found on the mesh in the bladder. The stone was removed and the mesh was cut out. A catheter was left in the drain the bladder. Additional information was requested.